Event description:
It was reported the patient left the hospital with a device similar to a spinal cord stimulator and started to feel bad the next day. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).